Event description:
On 3/22/93 a right axillofemoral bypass was performed using gore tex graft. The patient was readmitted on 4/12/93 with a right chest hematoma. Surgical exploration revealed disruption of the graft distal to the anastamosis. Attempts to suture to a distal portion of the graft were unsuccessful.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: material degradation/deterioration, telemetry failure, unanticipated adverse reaction - long term. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.